Event description:
Procedure type: unk. Reportedly, an instrument got stuck inside of the trocar. Both were removed together and a new trocar and instrument was inserted to complete the case. No patient injury was reported.